Event description:
It was reported that during implant procedure, the physician observed adequate sensing values, and then after a few minutes the sensing dropped. This occurred multiple times and at multiple sites within the patient's right ventricle (rv). The physician expressed frustration by the behavior. Eventually, stable sensing values were obtained and the rv lead was connected to device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.